Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and from a healthcare professional regarding a patient being implanted with a neurostimulator. It was reported that the extension showed accidentally high impedance. The event occurred during surgery and was replaced by a working product. An impedance check was done as diagnostics/troubleshooting. There were no actions/interventions taken to resolve the issue. No surgical intervention occurred or was planned. It was noted that the issue was not resolved. No symptoms were reported and the patient was alive with no injury.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no anomaly. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.